Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of lymphoma - alcl - suspected is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: suspected anaplastic large cell lymphoma (alcl) and device rupture. Continued e1 phone number: (B)(6).

Event description:
Healthcare professional reported right side anaplastic large cell lymphoma (alcl) and device rupture. The device has been explanted with complete en-bloc capsulectomy. The excised capsule was sent to pathology for analysis which found cd30+.

Event description:
Healthcare professional reported right side anaplastic large cell lymphoma (alcl) and device rupture. The device has been explanted with complete en-bloc capsulectomy. The excised capsule was sent to pathology for analysis which found cd30+.

Manufacturer narrative:
Summary: the review of the documentation associated to the manufacturing process indicates that all devices with lot number 2232337 were released in accordance with abbvie¿s procedures and were no defects/problems/issues found in the documents or in the personnel training related to the reported event. Additionally, no ER/ ncr(s) were identified during the investigation associated with this lot and the complaint. According to the complaint review there is no information if the device will be returned for analysis in the device analysis laboratory. However, the reported events are not confirmed as they are classified as medical events. A review of the current risk documents was performed in chl-bi family (v14.0), and the event of bia-alcl is a known hazard for breast implants. Per evaluation performed in this investigation and, based on the procedures this code is classified as medical event; also, according to the procedures this event is not classified as a potential high impact complaint, therefore this case is not confirmed as high impact complaint, and no further actions are required at this time. Considering that there is no adverse trend for this type of event, no additional actions are deemed required at this time. The issue with lymphoma ¿ alcl- suspected will continue to be monitored and corrective actions will be taken in the future if deemed appropriate.